Event description:
Information was received indicating that a smiths medical cadd-legacy® pca pump continued to "beep" while in service with the patient. The patient replaced the pump immediately without complications. There was no reported adverse effects.